Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was not returned for evaluation. Therefore, the reported condition could not be confirmed. However, the log files review performed revealed multiple instances of user-driven saw stutter including but not limited to: blocked arrays, excessive leg movement, and in/out of plane occurrences, with no evidence of signatures pointing towards electrical hardware involvement. However, without the return of the suspect right-sasi, a functional test cannot be performed to recreated the reported event. The assignable root cause could not be established.

Event description:
Saw array interface identified by (B)(6) on investigation of an out of plane error produced by the velys robotic unit at (B)(6). Field service and analysis provides the following recommendations sasi 4515-70-106 right ¿ (10)j44926 (replacement required) tibial cut (4 degrees varus): significant amount of movement at the handpiece/sasi interface when attached to device. Obvious sag and lift. Error occurs when excessive force however ¿sits¿ in the sag position. Easier to tilt up (anti clockwise/lift movement) which created the most obvious correction from device. Little correction when tilted down (anti-clockwise/lift) able to recreate ¿excessive leg movement¿ when the leg was flexed past 90/100 degrees which put the robot in a ¿flatter¿ position ¿ relative to the ground. When the saw array was already showing to the camera when the blue pedal was it, at times it would appear before even applying ¿force¿ to the saw hand piece. Was able to re-create the issue a number of times after however it was intermittent. Force tilting up (small movement created the excessive leg movement error). There was a tendency for this error to occur at the begin of when the servo motors would take over but improve as time went on (video attached) ¿expected distance between saw and device changed¿ error occurred when torquing on the hand piece was the main error when applying force ¿ exclusively occurred at 90/100 degrees of flexion. (Video attached) hand position supporting under sasi vs saw only - made no difference. Anterior chamfer cut (internal 4) as per tibial resection however was able to get the excessive leg movement error in both standard and hyper flexed positions. Additional note for both: due to the loose nature of the sasi ¿ there is a sensation to suggest that the articulating arm is moving/dropping however once isolated, the only movement is coming from the saw/sasi interface.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.